Event description:
It was reported that a patient was revised due to severe hyperextension and instability. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product unknown vanguard femoral g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-ray review by third party hcp states that implant fit and alignment are maintained. The bones are osteopenic. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.